Manufacturer narrative:
On (B)(6) 2020, a follow up phone conversation with the clinician revealed that, the device was not sutured, but secured by a grip-lok device. It was also noted that a fracture was observed in proximity to the suture wing-to-catheter joint. The device was explanted from the patient, and subsequently replaced with another hydropicc without incident on the same date. It was further reported that the patient had completed all therapy on (B)(6) 2020, and the hydropicc was removed without incident. The clinician stated that there were no complications associated with this event.

Event description:
It was reported that the hydropicc was placed on (B)(6) 2020 without issue. Then, on (B)(6) 2020, the clinician was contacted to consult on an alleged leaking catheter. On (B)(6) 2020, the clinician communicated, by email, that "...my upstanding[sic] is pt accidentally pulled on the line it was found out a few 3cm secured only by tegaderm by the bedside nurse and we were consulted for leaking line. My nurse found the proximal end dried, kinder[sic] and cracked.""upon sterile saline installation.".